Manufacturer narrative:
The initial reported event was received on 2017-11-09. Of note, the reportable serious injury is normally submitted via a bimonthly report submission that would have been due on 2018-02-09. Information was subsequently received on 2017-12-06 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the implanting physician noted that the patient was very sick, and their heart was not acting normal while placing the leads. The patient had been in a very fast and irregular ventricular rhythm, which was completely dissociated from the atrium. The physician also mentioned that they did not think there was anything wrong with the device operation, rather the patient was "overall very sick". Three days after implant, the patient presented to the emergency room (ER) and there was ventricular non-capture observed on the electrogram. In addition, the ER physician was evaluating the patient for possible cardiac tamponade. It was further noted that the patient had expired a few weeks later. No additional details could be obtained through follow-up investigation.